Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, six months after the implant of a 29 mm centera valve by transfemoral approach in the aortic position, the patient was readmitted to the hospital and was found to have valve thrombosis. A 26mm sapien 3 valve was implanted inside the centera valve. The result was good with the patient was stable on ECMO after the procedure. However, it was later found that there was an embolization into the left brachial artery and into the right coronary artery during the valve in valve intervention. The patient remained on ECMO support following the intervention but expired on pod4.

Manufacturer narrative:
Additional information provided clarified the patient had been readmitted to the hospital with cardiogenic shock due to valve thrombosis with consecutive high grade aortic valve stenosis and acute renal failure. The embolization into the left brachial artery and into the right coronary artery during the valve in valve intervention was attempted to be treated with an embolectomy. Thrombotic material was found in the embolic protection device. The patient remained on ECMO support following the intervention but expired on pod8. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause of the thrombus cannot be determined, however, it is possible that the patient¿s co-morbidities (i.e. Kidney disease) could be contributing factors. The coronary occlusion occurred when the thrombus embolized into the left brachial artery and into the right coronary artery during the valve in valve intervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.